Event description:
It was reported that (1) device was used during a nephrectomy. It was reported by the rep that the mcl20 instrument was used to apply clips on the vessel and (2) clips applied properly. On the next application, the handles of applier could not close (there was no apparent blood accumilation in the tip of the device) and the clip jammed. Another mcl20 instrument from the same lot, was used to complete the case. There was no consequence to the pt.